Event description:
Insorb subcuticular skin stapler used as trial on patient for closure of skin. Patient brought back to surgery for closure because staples failed to completely secure closure and skin re-opened.